Event description:
Reference number (B)(4). Event occured in germany. It was reported that patient faced an infusion set device/needle issue event on (B)(6) 2024. The issue reported was cannula needle fractured/broken during use. The infusion set was in use for one hour. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.